Manufacturer narrative:
Due to the corrected information provided in b5, this record is not reportable. There will be no further reports sent. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and corrected information has been received stating the initial reported event was not correct. The event was that the lens was unsterile when handing it over.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens was wrongly implanted. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).